Event description:
It was reported that during an angioplasty procedure via a left upper arm brachiocephalic arteriovenous fistula, to treat a stenotic lesion in the cephalic arch, the balloon allegedly ruptured at 8 atm. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2025).

Event description:
It was reported that during an angioplasty procedure via left upper arm brachiocephalic arteriovenous fistula to treat a stenotic lesion in the cephalic arch, the pta balloon allegedly ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. In functional testing, the balloon was inflated with an in-house presto device and the balloon was noted to be leaking. Under microscopic observation, a compound ruptured was noted. No other functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted during the microscopic observation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2025), h11: h6(result, conclusion), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.